Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the spk475, 4.75mm argo knotless sp anchor lot number 1258858 was being used during a rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿bicep anchor completely backed out of the top of the groove insertion point, as seen on x ray CT confirms anchor is loose and in the subscap recess. The bone was hard, but it was confirmed to be sunk into the bone." Further assessment questioning found that an additional surgery was performed to remove the anchor on (B)(6) 2022. It was also reported ¿retrieved the tip, suture looked "cinched", anchor fractured. Cracked in a circular fashion. Anchor and tip are at surgery facility.¿ the anchor was removed using a grasper. The procedure was completed without delay and an alternative suture through subscap and biorez patch, and a new argo anchor was used. The current status of the patient was reported as ¿normal status¿. There were two lot numbers used in the procedure, lot number 1258858 and lot number 1258853. It is unknown which lot number failed and had to be removed from the patient. The spk475, 4.75mm argo knotless sp anchor lot number 1258853 will be listed as a concomitant device. There was no report of extended hospitalization required for the patient. This report is being raised on the basis of injury due to additional surgery required to remove the anchor from the patient.

Manufacturer narrative:
The returned device was evaluated by r&d and found the anchor did break through the center and that all pieces of the anchor were retrieved. The tip was retrieved as well. Cause of the event is currently unknown. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: 1. In hard bone, ensure use of proper bone preparation instrumentation including drill bit and punch. 2. Inspect all instruments for damage prior to and after each use. 3. Ensure the anchor tip is properly seated on the driver tip prior to and during implantation. 4. Ensure the free ends of the suture securely fit into the suture cleat on the driver handle. 5. Exercise care in the use of the device to minimize side or bending loads. 6. Avoid any lateral loading while inserting the argo knotless¿ sp anchor. 7. Maintain proper alignment during insertion of the anchor and disengagement of the driver. 8. The risk of anchor breakage during implantation is reduced by following the specified instructions for use. 9. Proper selection and placement of an implant are important considerations in the successful utilization of these devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the spk475, 4.75mm argo knotless sp anchor lot number 1258858 was being used during a rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿bicep anchor completely backed out of the top of the groove insertion point, as seen on x ray CT confirms anchor is loose and in the subscap recess. The bone was hard, but it was confirmed to be sunk into the bone." Further assessment questioning found that an additional surgery was performed to remove the anchor on 22dec22. It was also reported ¿retrieved the tip, suture looked chinched, anchor fractured. Cracked in a circular fashion. Anchor and tip are at surgery facility.¿ the anchor was removed using a grasper. The procedure was completed without delay and an alternative suture through subscap and biorez patch, and a new argo anchor was used. The current status of the patient was reported as ¿normal status¿. There were two lot numbers used in the procedure, lot number 1258858 and lot number 1258853. It is unknown which lot number failed and had to be removed from the patient. The spk475, 4.75mm argo knotless sp anchor lot number 1258853 will be listed as a concomitant device. There was no report of extended hospitalization required for the patient. This report is being raised on the basis of injury due to additional surgery required to remove the anchor from the patient.